Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 270 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. It was also reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.